Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer added more insulin to the existing cartridge to resolve the issue. There was no impact to the customer¿s blood glucose level. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. The customer continued using the cartridge and declined to further troubleshoot with tandem technical support.